Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 281 mg/dl, 165 mg/dl, and 87 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.